Event description:
It was reported that the pulse generator exhibited no capture and was at elective replacement indicator. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found that the battery was heavily depleted to 1.85 v which resulted in the reported capture anomaly.